Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. The field service engineer (fse) noted that drawer 1 matrix had failed. Fse opened the back and removed debris between the back of the drawer and the sensor. The fse tested the system using the hardware test application and the dispensing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.